Event description:
During a carotid artery stenting procedure 6f non-cordis guiding catheter (gc) was being inserted into the 8f gc but it did not fit in the catheter. The devices were not used on the patient and the procedure was completed successfully using other products. There was no adverse consequence to the patient and is in stable condition. There were no anomalies noted when the device was taken out of the package or after it was prepped. The product was prepped and flushed following IFU instructions. There were no kinks observed on the product.

Manufacturer narrative:
During a carotid artery stenting procedure 6f non-cordis guiding catheter (gc) was being inserted into an 8f gc but it would not fit. The devices were not used on the patient and the procedure was completed successfully using other products. There was no adverse consequence to the patient and is in stable condition. There were no anomalies noted when the device was taken out of the package or after it was prepped. The product was prepped and flushed following IFU instructions. An 8 fr guiding catheter was received coiled in a plastic bag; along with a white connector and a non-cordis guiding catheter. The cordis catheter did not present any abnormalities. The non-cordis white connector outer diameter (od) was measured 0.1795". The cordis hub inner diameter (ID) specification is (B)(4); the upper tolerance specification is (B)(4). The white tube inside the transparent plastic thread was causing the incompatibility fit. The cordis catheter was checked for compatibility with a lab syringe, finding no issue in attaching it to the hub of the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "incompatibility /fit" reported by the customer was confirmed, however the non-cordis white connector was causing the incompatibility due to a bigger od than the ID of the cordis catheter's hub, causing an obstruction to get the hub screw into the transparent thread of the non-cordis connector. Based on the information available, it appears that the difficulty experienced by the customer was caused by interaction with a non-cordis device and is not related to a product quality issue. There was no defect found on the cordis catheter. No further action will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.